Event description:
If an exception is thrown (only seen in server logs) while retrieving images is falls silently. From a user perspective all the images were retrieved successfully with no errors, and the task disappears form the queue implying completion. The observed behavior was that in some instances not all images are being successfully retrieved . Notification of this failure is not apparent to the user.